Event description:
It was reported that the patient underwent laser photoselective vaporization of the prostate and is experiencing a fistula. The fistula symptom is ongoing. There was no further information provided. Additional information received on july 29, 2020. It was reported to boston scientific corporation that spaceoar was implanted during a procedure on an unknown date. According to the complainant, the patient was experiencing a fistula on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The implant date is unknown. The provided implant date, (B)(6) 2020, was chosen as a best estimate based on the provided event date, (B)(6) 2020. Patient code 1862 is being used to capture the reportable patient complication of fistula. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported that the patient underwent laser photoselective vaporization of the prostate and is experiencing a fistula. The fistula symptom is ongoing. There was no further information provided.